Event description:
It was reported that, "gamma3 nail fused to the targeting arm. Surgeon had to remove lag screw, distal locking screw, nail, and targeter. Surgeon used a different gamma system and inserted into patient."

Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.